Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. It was also reported that the pod had a communication issue. It was unknown how the patient was treated for the issue or hen the patient was released from the hospital. Three follow ups were attempted but no new information was provided.